Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a040601 captures the reportable event of wire/anchor dislodged or dislocated.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used during a sphincterotomy procedure performed on an unknown date. During the procedure, the device does not allow the guidewire to slide. Also, the distal tip does not bend correctly and loses its shape memory. During sphincterotomy, the cutting wire detached from the catheter. The procedure was not completed due to this event. There were no reported patient complications as a result of this event.